Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was lost during pullback and the catheter was stuck in the lesion. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the image was lost during pullback and the catheter was stuck in the lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that there was no imaging issue noted. An unknown stent was previously placed proximal to the lesion being treated and the distal edge of the stent was floating. An attempt was made to insert the opticross hd catheter into the lesion but the catheter was caught on the distal edge of the stent and was stuck. The device could not be removed by pulling it alone. The previously placed stent was then re-expanded with a balloon and the catheter was pushed back and was able to be pulled from the patient's body. Upon removal, damage was found near the distal tip.

Manufacturer narrative:
E1: initial reporter facility name: kyoto furitsu ika daigaku fuzoku hokubu medical centere1 initial reporter city: 481 otoyama, yosano-cho, yosa-gun, 26